Event description:
During a clinic follow-up, episodes of noise resulting in oversensing and pacing inhibition were observed on the right ventricular (rv) lead on a non-pacemaker dependent patient. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.